Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said she stopped using her ins, and now the patient has to have an MRI and this has been an issue before where she stopped using her ins and can't get it restarted. The patient noted that this would be her third overdischarge. No further complications were reported. No patient symptoms were reported.